Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. No damages or deficiencies to the needle mechanism were observed that could have contributed to the reported needle deploying early. Pod data indicates the pod completed first and second prime before being deactivated by the user. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. Although no damages were observed, it could not be determined when the needle deployed. The cause of the event could not conclusively be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the cannula had deployed prior to placement at the pod infusion site. The pod was not worn.